Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
Asnis iii 4.0 x 50mm stainless steel partially threaded screw was advanced over k-wire. When picture was taken the screw appeared to be bent slightly when it was fully seated. Further review showed that the screw was slightly too long, and the surgeon wanted to take it out to put in a shorter screw. When the surgeon was backing it out on fluoro, the bend became more drastic (about 30 degrees). The case was delayed approximately 30 minutes due to the defect.